Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that there was a return of pollakiuria on (B)(6) 2016. No diagnostics/troubleshooting performed. The device was reprogrammed on (B)(6) 2016 and (B)(6) 2017. The event was ongoing and assessed as not serious, not related to the procedure, and related to the stimulation. Medical history included idiopathic functional pelvic pain since 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 388928, lot# 0209655993, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the outcome was resolved on (B)(6) 2018 and actions taken include reprogramming.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 388928, lot# 0209655993, implanted: (B)(6) 2015; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a return of pollakiuria after a fall on the buttock. Actions taken was that the device was reprogrammed on (B)(6) 2017. Awareness date was reported to be 2017-10-13. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 388928, lot# 0209655993, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.